Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. But, logs provided shows a lot of plv (pressure-limited ventilation), occlusion and high pressure alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A biomed manager reported to vyaire medical that a bellavista1000 us ventilator had a pressure reading of 0cmh20. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. No problem detected. Plv alarms are visible on the logs together with occlusion alarms. With the available data from the logs, the issue appeared with adult patients. The set tidal volume was not achievable with the maximum allowed airway pressure (ppeak upper alarm limit -5mbar), therefore the plv (pressure limited ventilation) lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly alarm 105 - "volume low (plv pressure-limited)".